Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the optimizer form indicates quantity involved is 3? Please indicate why quantity involved is 3? - regarding the 3 documented in optimizer. The incision was quite long. It was reported the tip kept clogging and they could not extract all of the product. They had to open 3 total to provide complete coverage. Attempt is being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were 3 products opened for each of the 5 patient events? Or were 3 products opened for the one patient event, the event date (B)(6)? For each patient event please provide the following additional information: please explain what is meant by administered topical ointment? What type of ointment ? Were any medications prescribed ? If yes, please provide type, duration, reason procedure name. Procedure date. Location and incision size of product application? What prep was used prior to use? How the device was used (what layer of tissue and how many layers applied)? Was incision re-prepped before closure? If so, with what? If so, was the prep allowed to dry? Was a dressing placed over the incision? If so, what type of cover dressing used? Date of reaction. What does the reaction look like? Please provide details. How large of an area does the reaction cover? Do you have any pictures of the reaction? What was done to address the reaction? What type of medication? Dose? When (date) administered? Was the product removed? Was another method used to close the incision? Was the site cultured? If so, what bacteria were identified? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Lot number involved. What is the physicians opinion of the contributing factors to the reaction? What is the most current patient status? Is the product or representative sample (product from the same lot number) available for evaluation? Patient demographics: initials / ID; age or date of birth; bmi; gender. Patient pre-existing medical conditions (ie. Allergies, history of reactions). For female patients: has the patient been exposed to similar products, such as artificial nails? Was dermabond or skin adhesive used on the patient in a previous surgery or wound closure?

Event description:
It was reported that the patient underwent a total hip or knee arthroplasty procedure on (B)(6) 2016 and one coat of the topical skin adhesive was used. The silver dressing was placed intra-operatively over the topical skin adhesive. Recently, the patient experienced a reaction to topical skin adhesive such as redness, inflammation and burning sensation. The topical skin adhesive was removed via oil based product, administered topical ointment, and added silver dressing. Additional information has been requested.